Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter and reported elevated blood glucose (bg) levels. The reporter claimed that on (B)(6) 2012, the patient's bg's began to rise and she had to take some injections to lower her bg level. The reporter alleged that she could not get the pump to deliver insulin. The patient's site and set was changed during the time of concern. The pump was also primed normally. On (B)(6) 2012, the reporter claimed that the patient's bg's kept rising and the patient was taken to a hospital with a bg level of "900 mg/dl." She was diagnosed with dka. The patient was released from a hospital on (B)(6) 2012, and at that time, she was off of the subject pump. She was on an unspecified backup pump. According to the reporter, a doctor advised her to get a replacement pump since he could not get any insulin to be pumped for a bolus. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was not delivering insulin and the patient was hospitalized for hyperglycemia.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(6) 2012 to the end of pump use on (B)(6) 2012 indicated that insulin delivery totals correctly reflected programmed values. A review of the pump's alarm history indicated a "replace cartridge" alarm occurred on (B)(6) 2012 at 6:54 am. The prime history indicated that the pump was not primed after the cartridge alarm until (B)(6) 2012 at 12:24 pm. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.